Event description:
It was reported that during a ptca/stent procedure, the lesion in the mid lad was pre-dilated with a 3.5 mm balloon catheter. An attempt was made to cross the lesion with the stent delivery system (sds), but was unsuccessful. The sds was pulled into the guiding catheter and removed from the anatomy. The stent was found to be separated from the sds upon removal from the anatomy. The separated stent was successfully removed from the ostium with a snare device. Reportedly, there was no pt injury.